Event description:
The customer reported the display is blank; bright white screen when device is turned on; no information on the screen at all. The customer reported there was no patient involvement.